Event description:
It was initially reported that patient was experiencing stimulation in the wrong location. Also noted was never having therapeutic effect.the patient had a history of severe lower back pain. During the trial, the patient was elated that they did not have any pain at all in their lower back. The patient then had the permanent leads and stimulator installed. This was not as good. It only provided stimulation from their feet to their knees.they had tried all of the adjustments and nothing worked. In later reporting, it was noted that the patient had received assistance from their doctor and concerns were resolved. Appointment date was noted as (B)(6) 2012. It was noted that the patient went to a different medical facility 4 months after implant and had the device removed.

Event description:
Additional information received reported the manufacturer representative "guessed" the event had been due to lead placement. Troubleshooting was performed. The patient was not happy that she did not have back coverage. Patient outcome was not provided.

Manufacturer narrative:
Implanted: (B)(6) 2011, explanted: (B)(6) 2012, product typ: lead, product ID (B)(4), lot#, serial# (B)(4), implanted: explanted: product typ, recharger: product ID (B)(4), lot# serial# (B)(4), implanted: explanted: product typ: programmer, (B)(4).

Manufacturer narrative:
(B)(4).